Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 515 mg/dl. A manual injection was administered to address bg. Prior to contacting tandem technical support, the customer performed troubleshooting and insulin drips were not observed to be dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence. A cartridge change was performed resolving the alarm and subsequently, a minimum fill notification was received. Reportedly, the cartridge had been filled with 150 units. Customer's bg was in the 400 mg/dl range. The customer added insulin to the cartridge and loaded it successfully.